Event description:
A system error (se) 2367 alarm was identified in the log of a returned homechoice device. This is an indication of a potential device malfunction that has caused a breach in the sterile pathway that may increase risk of contamination and/or infection to the patient.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should any significant supplemental information become available. The device involved in the incident was unknown; therefore. A 510k number will not be provided in the MDR as the product code and lot number are unknown.

Manufacturer narrative:
(B)(4). A system error (se) 2367 found during a review of the patient alarm log of the homechoice (hc) device was confirmed. The root cause was undetermined.